Event description:
Rptr is a physical therapist and owner of a physical therapy clinic. She desired to report problems she had with an electrical stimulation machine she had used in her clinic. On 7/28/93 the unit surged while in use with one of her pts. The pt reported that her pain had increased for several days following the incident. In 7/93 and 8/93 complainant had problems with having to turn the machine up to very high levels in order for the pt to feel the appropriate sensation. The machine was sent in for repair. She experienced no other problems with the unit again until 1/7/94 at which time she applied interferential electrical stimulation to a pt's low back using four electrodes. The intensity was set at six. As she went to look at the time remaining on the screen, it said 2 min 45 sec. At that moment, her pt's back arched off of the table and he screamed with pain.